Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the drive support cap is protruded. Customer pushed the drive support cap back in; he was disconnected. Customer noticed the protrusion about one week ago on (B)(6). The insulin pump is alerting empty reservoir, however, there is insulin in the reservoir. The blood glucose reading is 107 mg/dl. Nothing further reported.